Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: call service 052 alarms were observed in the black box and alarm history. The pump powered on properly with no alarms. The keypad buttons were found to be unresponsive. Moisture was visible inside the pump. Due to the moisture damage, the pump could not be fully investigated.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging several call service 052 alarm occurring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.